Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump was dropped by the patient¿s caregiver, resulting in a fractured touchscreen that became partially unresponsive; the device still powered on and the user was advised to sync data prior to return. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related damage mechanism consistent with a fracture of the touchscreen component following an external drop event. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.